Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a left unruptured saccular cav (cavernous) aneurysm measuring 15mm x 5mm. During the pipeline procedure involving a total of two pipelines, it was reported that both pipelines required manipulation during deployment in order for them to fully open. The patient developed an ipsilateral intraparenchymal hemorrhage three days post procedure. No other injuries were reported with the patient. Same event as MDR# 2029214-2013-00470.